Manufacturer narrative:
(B)(4). Customer will not return the alleged deficient product. Most likely underlying root cause of malfunction: user had an inaccurate reference. Manufacturer contacted customer with follow up phone calls for knowing customer`s condition; several attempts made, one call customer's father answered, limited information was provided, father informed customer was not hospitalized. Letter sent for customer contact customer care.

Event description:
Customer called for training of lancing device how to use it. However, during the blood glucose testing, customer obtained 132mg/dl; customer considered this is low result compare the symptoms customer is experiencing such as glossy eyed, dizziness and upset stomach. Customer expected higher result than meter is indicating. Customer stated the blood sugar level s are more in the 400's-500's md/dl a new product replacement is offered but customer declined it. No other information provided by customer. Customer had decided to seek medical attention.